Event description:
Event description guidant received information that this pacemaker was pacing at max sensor rate of 120 bpm, while lying down with no activity. The patient's breathing was noted to be faster when pacing at this rate. The field representative called technical services for advice. There is no minute ventilation, so could not be from other hospital equipment interference. The device was programmed from dddr to ddd, and the device paced at the lower rate limit, the patient's breathing was also slowed. Then reprogrammed to dddr again and the device began to pace at msr again. The device is included in the hermetic seal advisory. The patient's underlying rhythm is 50 bpm.